Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the power switch of the subject device did not work and the subject device could not be turned the power on. The user replaced the subject device to another device and performed the procedure. In the evaluation of olympus (B)(4) the following was confirmed, some parts of the power switch was broken. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The cause of the indicated phenomenon is that the power switch has failed. The cause of the failure of the power switch could not be identified because the actual product was not sent. It is a guess, but since it has been 8 years and 8 months since the delivery, it is considered that the power switch was worn and damaged due to long-term use. It is thought that the cause of the damage to the power switch was a problem with durability. (Measures have been taken from products shipped after november 18, 2013).